Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis noted a radial rupture was observed around the balloon, confirming the reported rupturing of the balloon. The catheter was returned inside a non-abbott 6f introducer sheath. The sheath was noted as being undamaged. Wrinkling was noted on the distal portion of the balloon, likely caused by the removal from the anatomy. This wrinkling was not likely present before the rupture as the wrinkling is only distal to the rupture and not proximal to it. This wrinkling may indicate that the distal portion met resistance during withdrawal, perhaps by interacting with the reported heavily calcified lesion. The potential cause for the wrinkling supports the reported issue with difficulty removing the device. Both the wrinkling and difficulty removing the device will be attributed to operational context. As they appear due to the rupture and interactions with the lesion calcification, there is no indication of a product quality deficiency. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, weak materials, excessive applied pressure, lesion calcification or tortuosity or interaction with the anatomy and/or accessory devices. During use, interaction with anatomy and/or accessory devices can damage or weaken the balloon material and lead to rupture during inflation. In this case, there was no report of any leak during preparation for use or the first inflation, which may suggest that the balloon was not damaged prior to use. Scanning electron microscope images taken of the device indicated that the rupture was likely due to mechanical damage on the outside of the balloon. As the lesion was reported to be heavily calcified, interaction with vessel anatomy appears to be the cause for the rupture below the rated burst pressure (rbp). As the lot history record review showed no nonconforming material lot records and the query of the complaint handling database showed no other complaints reported for this lot, there is no indication of a lot specific quality deficiency. The rupture is being attributed to lesion calcification. The difficulty removing the device and the wrinking are likely due to the ruptured balloon interacting with the anatomy. All dilatation catheters are 100% visually inspected for damage and dimensionally inspected for balloon outer dimensions on the manufacturing line. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.

Event description:
It was reported that after the fox cross balloon ruptured at 10 atmospheres with the first inflation when it was inserted for pre-dilatation through an ipsilateral approach in the heavily calcified left common iliac artery, there was difficulty removing the fox cross through the non-abbott 6 french sheath. After repeated attempts to remove the fox cross, the sheath came out with the fox cross, but the guide wire remained in place. A new sheath was advanced over the guide wire and the stenting procedure was completed. The fox cross balloon appeared ripped, but there were no fragments left inside the patient. There were no adverse patient effects. There was no additional information provided.